Event description:
Manufacturer representative reported a pump infection and did not have any device or patient information. Additional information has been requested from the manufacturer representative, but was not available at the time of this report.